Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observations.

Event description:
It was reported that approximately eleven days after the implant of this right atrial (ra) lead, loss of capture was exhibited, and the patient experienced a hemothorax. A dislodgement and perforation were confirmed during an x-ray examination and the physician decided to explant and replace the lead. This lead was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that approximately eleven days after the implant of this right atrial (ra) lead, loss of capture was exhibited and the patient experienced a hemothorax. A dislodgement and perforation were confirmed during an x-ray examination and the physician decided to explant and replace the lead. This lead is not expected to return. No additional adverse patient effects were reported.